Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had experienced constipation. Additional information reported that the patient thought that their lead had come loose. They were only able to raise the amplitude to 0.7 on the right lead and 0.1 on the left lead.